Event description:
A report was received that the patient was experiencing pain. The patient underwent a pocket revision. No further information will be provided to bsn.

Manufacturer narrative:
(B)(6).